Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating a speaker malfunction error and no sound. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and a nemo (non engineering material only) service was agreed upon. The customer was provided with a speaker assembly part information to resolve the issue. The customer was provided with the speaker assembly part information to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.